Event description:
It was reported during a da vinci-assisted total hysterectomy procedure the prograsp forceps instrument trip broke at the metal graspers. Per the customer, the instrument cables were sticking out at a 90 degree angle. Also, the customer explained that a part of the instrument appeared to be still in the cannula. Furthermore, the customer stated the metal tip ring broke through the carbon fiber net. The surgeon reportedly enlarged the port in order to remove the instrument to remove it from the patient. The site completed the procedure. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the instrument was inspected prior to use and there was no damage found. The reported issue occurred when the surgeon was removing the uterus vaginally and the instrument was being removed at the same time by the bedside assistant. There was no instrument collision noted and there were no fragments that fell into the patient. The customer confirmed there was no unexpected tissue removal and no medical intervention required when the instrument was removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument main tube was broken where it meets the proximal clevis. A piece measuring approximately 0.132 x 0.182 was not returned with the instrument. Fa concluded the root cause of this failure is attributed to user. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.